Event description:
It was reported that the right ventricular (rv) lead was experiencing an increase in the capture thresholds. The lead was capped and left implanted in the patient. The implantable cardioverter defibrillator (ICD) was explanted on the same day due to normal battery depletion and a new cardiac resynchronization therapy defibrillator (crt-d) system was implanted successfully as a replacement. The device has not been returned for analysis. No additional adverse patient effects were reported.